Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances greater than 2000 ohms along with noise. The physician believes this may be attributed to a connection or setscrew issue, but since the patient is not dependant on atrial pacing, there are no plans to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.